Event description:
The report received from the sales rep indicated that a doctor was inflating a powerflex p3 balloon and it burst. He was unable to remove the balloon through the sheath, so he had to remove them both. He did not lose his wire and there was no injury to the patient. Upon receipt of the product, the powerflex was received within a damaged brite tip sheath.

Manufacturer narrative:
Additional information was received and was updated accordingly. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The account does not routinely prep. The brand of contrast is not available, but the contrast to saline ratio was 50/50 and a merit medical indeflator was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through to the vessel or crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally and was easily removed. The product was intact upon. The product was received and the analysis is pending. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
One non sterile catheter powerflex p3 f5 12x4 80 was received coiled inside a plastic bag. The balloon was inflated and deflated. The distal part of the balloon was separated from the rest of the catheter. The unit was inserted in a 7f cordis sheath introducer. No other anomalies were detected at returned device. Leak test required per (B)(4) rev 1 could not be performed due to balloon conditions. The insertion withdrawal test could not be performed correctly due to the balloon condition. Sem analysis results showed that the balloon external surface exhibited no evidence of damage. The balloon internal surface exhibited evidence of scratching. This balloon failure could not be conclusively determined. A review of the manufacturing documentation associated with this lot was not performed since lot number was not provided. The balloon burst and withdrawal difficulty reported by the customer was confirmed, , the exact cause of the balloon burst and balloon withdrawal difficulty could not be conclusively determined, controls are in place to prevent defective balloons from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device was returned for testing and evaluation but the engineering report is not yet available. The lot number is also not available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4). The report received from the sales rep indicated that during inflation of a powerflex p3 balloon it burst. He was unable to remove the balloon through the sheath introducer, so he had to remove them both. He did not lose his wire position and there was no injury to the patient. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The account does not routinely prep. The brand of contrast is not available but the contrast to saline ratio was 50/50 and a merit medical indeflator was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through to the vessel or crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally and was easily removed. The product was intact upon removal from the patient. One non sterile catheter powerflex p3 f5 12x4 80 was received coiled inside a plastic bag. The balloon was inflated and deflated. The distal part of the balloon was separated from the rest of the catheter. The unit was inserted in a 7f cordis sheath introducer. No other anomalies were detected at returned device. Leak test required could not be performed due to balloon conditions. The insertion withdrawal test could not be performed correctly due to the balloon condition. Sem analysis results showed that the balloon external surface exhibited no evidence of damage. The balloon internal surface exhibited evidence of scratching. This balloon failure could not be conclusively determined. A review of the manufacturing documentation associated with this lot was not performed since lot number was not provided. The balloon burst and withdrawal difficulty reported by the customer was confirmed, the exact cause of the balloon burst and balloon withdrawal difficulty could not be conclusively determined, controls are in place to prevent defective balloons from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. As the cause of the balloon rupture could not be determined through analysis and the account failed to provide vessel characteristics no conclusion can be drawn as to it's cause. It is also unknown at what point the tip of the sheath introducer became compressed. It may have occurred prior to attempted balloon withdrawal during device manipulation/advancement which would have prevented the damaged balloon to be removed through it, or the damaged balloon may have caused the damage to the sheath as it was being withdrawn from it. Vessel characteristics and procedural factors may have contributed to the reported event.